Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that while reducing the hemi hip with all implants in place, the head disassociated with the stem, and was removed. The head disassociated from the stem a second time, and upon attempting to remove it, the entire cemented stem came out. The procedure was completed using a new stem. Without responses to the documentation/information requests, the reported event could not be further assessed. Per complaint details, there was no patient injury reported, and the was a surgical delay greater than 30 minutes. No further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, surgical technique or size of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, while the surgeon was reducing the hemi hip with all implants in place, the 22 head disassociated from the tandem implant and stayed on the cpcs cocr prim so 12/14 sz 3. The surgeon was able to remove the head from stem. A second try was attempted but implant kept disassociating even though the ring in tandem was secure. On the second time of trying to remove the head from the stem the whole cemented stem came out. Surgeon had to place new stem and whole new tandem implants. There was a delay greater than 30 min due to this malfunction.